Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-24684.

Event description:
It was reported that the insulin pump had a loose drive support cap. The blood glucose reading was 600 mg/dl, while the customer treated with a bolus of 10 units using her boyfriend's insulin pump and with a manual injection. The customer's boyfriend stated that she went to prime the insulin pump and that was when the drive support cap popped out. He stated that he was going to program his device for her to use in the meantime. Advised replacement of the original insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to test occlusion, prime and excessive no delivery test due to a prime alarm at basic occlusion. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and missing end cap sticker.